Event description:
It was reported by hvt sales representative that a 21 mm ce perimount rsr aortic valve was explanted after 139 month implant. The valve was originally implanted at medical center by dr. Dr. Stated that the valve had calcified and that although the leaflets looked normal, they were stiff with a very small opening. The valve was replaced with a 21 mm model 2700 perimount aortic valve with tfx. No additional information is available at this time. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Evaluation summary: heavy intrinsic and extrinsic calcification was present in the cusp of all leaflets. Minimal calcification was noted on the free margins of leaflet one and two. The calcification had reduced leaflet mobility and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. Minimal host tissue overgrowth was observed on the stent on the inflow and outflow aspects. A layer of host tissue overgrowth was also observed on the tissue of all leaflets on the inflow and outflow aspects. Extensive calcification was noted in the x-ray. Two tears, 1 mm in length each, were observed on the free margins of leaflets two and three at the cusp three post. Wireform was exposed at the tip of the cusp three post. X-ray